Event description:
The following was reported to hamilton medical ag: - low oxygen alarm was reported to hamilton. - this malfunction is reproducible. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: low oxygen alarm was reported to hamilton. This malfunction is reproducible. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. This record contains information on patient involvement. No patient, user or third party was harmed. With this investigation it has been confirmed that the device did not failed to meet its specifications at the time of the event while ventilation. The root cause is determined to be a user error as the manual oxygen limits were activated and wrongly set by the user. This complaint does not result from a malfunction of the ventilator but is a user error. The issue can be resolved by training of users. A CAPA will not need to be initiated. Nevertheless, the complaints in the market are monitored constantly and if the complaint rate regarding this issue was to increase a CAPA will be considered.